Event description:
The customer declined to provide the patient's weight. No medical intervention was required for this event.

Event description:
The customer reported that shortly after the start of the procedure, a leak was discovered on the piece that connects the return tubing and the blood warmer tubing. First, air was sucked in, and afterwards blood started to leak drop by drop. The procedure had to be stopped and started again with a new set. Patient information is unavailable at this time. This report is being filed due to device malfunction that has the potential for death or serious injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The disposable kit was received from the customer. The set connection at the connection of the return line to the blood warmer was inspected. Upon inspection it was noticed that the luer connection was leaking. This is likely due to the customer mis- threading the blood warmer luer to the return line luer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. When connecting a bloodwarmer to the return line on a cobe spectra disposable set it is recommended that the instructions in the cobe spectra operator's manual be followed. The operator's manual states, "when connecting a blood warmer tubing set to the return line, ensure that the tubing connection is tight. Put the luer connection no higher than 20 in (50 cm) above the return access to prevent the possibility of air entering the tubing." Root cause: based on the evaluation of the returned set, the leak was due to misthreaded luer connection between the return line and the blood warmer line. A field service bulletin was initiated to communicate the potential for air entry into the fluid pathway due to a leak at the return luer connection to an elevated bloodwarmer.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.